Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified alarm during setup of their homechoice device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The homechoice was returned and the evaluation has been completed. An event history log review identified the following alarms: system error (se) 2200 (volumetric standard right pressure leak), se 2098 (cannot set up therapy), reload the set 152, and check lines and bags. Visual inspection and mechanical evaluation of the device identified that the device¿s o-rings and vsx chamber cap were not functioning per the desired product specifications. The reported unspecified alarm was verified in the event history log review as a reload the set 152 alarm. The cause of the alarm was determined to be malfunctioning o-rings, and a malfunctioning vsx chamber cap. The o-rings and vsx cap were scrapped, and the homechoice was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.